Event description:
Customer reported that the touchscreen of a pump was unresponsive, with the screen frozen and not reacting to input. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with instructions to reset the pump and, after doing so, reported the screen was responsive again.